Event description:
There was initially high impedance with painful stimulation reported that was reported within MFR report # 1644487-2021-00881. However, after further review of the tablet data sent in for the device, it was determined that the impedance has been fluctuating between normal and high therefore likely related to the generator showing higher than expected impedance. There is also no indication that the painful stimulation is related to the high impedance. Decoder was reviewed. Status: tab was reviewed and no anomalies were found other than high impedance 6116 ohms on 6/3/2021 logs: impedance history was reviewed - 01/17/2019 (before implant): 11636 ohms (high) 04/29/2019 (date of implant): 4506 ohms 05/04/2019: 5662 ohms (high) 11/07/2019: 7117 ohms (high) 12/27/2019: 4961 ohms 02/03/2020: 6260 ohms (high) 02/05/2021: 4636 ohms 02/06/2021: 5935 ohms (high) 05/31/2021: 6143 ohms (high) 06/01/2021: 6286 ohms (high) 06/03/2021: 5987 ohms (high) 06/03/2021: 6117 ohms (high) 06/03/2021: 6104 ohms (high)

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported by hospital employee that prior to an MRI it was found that impedance was high. Information was requested on whether the patient could proceed with the MRI with this impedance or if x-rays should be performed to confirm there was no lead fracture. The was informed that given the impedance was just above normal impedance this was likely the higher than expected impedance for the sentiva but x-rays could be performed it they wanted to confirm whether there were any issues. Follow-up was performed with MRI facility and MRI technologist indicated that x-rays were performed prior to MRI and no issues with the lead were found. The device history record's of the generator was reviewed and passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.